Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a bolus via the pump. Customer was unable to complete system check with tandem technical support at time of call. Multiple attempts were made by tandem technical to follow up with the customer, but no response was received, and no additional information was provided.